Event description:
The customer contacted baxter's service center regarding a setup question; which occurred on the homechoice (hc) during use. The home patient (hp) had questions about their setup. They had an issue with one of the supply bags, and elected to remove the supply bag from the supply line and then add a new bag to the same line and then continued setup. The technical service representative (tsr) asked if they redid the setup again with a new cassette and new bags. The hp stated no, they just replaced the bag. The tsr advised that this was not good practice and could cause infection. The hp did not wish to redo the setup with new supplies, and then hung up. This writer contacted the home patient (hp) on (B)(6) 2011 regarding reported problem. The hp stated that their wife/ care giver (cg) did redo the setup that night and everything went well. The hp stated they know now not to do that, and they did discuss it with their nurse and reviewed the setup process with them. The hp stated that therapy overall is going good, no other problems have been occurring. Product surveillance was contacted by the peritoneal dialysis registered nurse (rn) on (B)(6) 2011 regarding reported problem. The pd rn stated that the patient has been doing fine. They stated they just saw the patient recently for a checkup and there were no negative consequences from that evening. Everything seemed to be fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use product is confirmed because the patient replaced solution bags without switching the disposable set out. Reusing the disposable set can result in contamination. Patients are advised to end therapy if a bag becomes disconnected. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.